Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from two different samples from the same patient when tested using vitros immunodiagnostics products tsh reagent, lot 7240 in combination with a vitros 5600 integrated system. The patient sample results were lower than expected when compared to a non-vitros labcorp method. The assignable cause of the event could not be determined. Historical qc data indicates some inaccuracy therefore, vitros tsh lot 7240 was not performing as expected and cannot be ruled out as a likely contributor to the event. However, continual tracking does not indicate a quality performance issue with vitros tsh reagent lots 7240. Precision testing to assess the performance of the vitros 5600 integrated system was not performed, therefore an instrument issue cannot be fully ruled out as a contributor to the event. The customer did not know if the patient was in receipt of any supplements that contain biotin, therefore, a biotin interference cannot be ruled out as a contributor to the event. Furthermore, the customer did not carry out any additional testing on the patients' sample which produced the lower than expected results, therefore it is possible a sample interferent was present in the patients' sample, although this could not be confirmed. Additionally, the customer is not following the sample collection device manufacture's recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros tsh results were obtained from two different samples from the same patient when tested using vitros immunodiagnostics products tsh reagent, lot 7240 in combination with a vitros 5600 integrated system. The patient sample results were lower than expected when compared to a non-vitros labcorp method. Patient 1 sample 1 vitros tsh results of <0.015 and <0.015 ?iu/ml vs expected labcorp tsh result of 2.780 ?iu/ml patient 1 sample 2 vitros tsh result of <0.015 ?iu/ml vs expected labcorp tsh result of 3.270 ?iu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh result of <0.015 ?iu/ml was reported from the laboratory. Treatment was initiated based on the reported result. The patient was prescribed methimazole and folic acid; however, the customer is unsure if the patient took the prescribed medication. There was no allegation of patient harm as a result of this event. A consult with ortho medical safety officer states the following: the physician's decision to start the patient on antithyroid medication may have resulted from falsely low results that correlate with the patient's signs and symptoms suggestive of thyroid overactivity (palpitation, weight loss, increased anxiety, heat intolerance) or on suspicion of subclinical hyperthyroidism in patients with no or non-specific symptoms. Some of these symptoms or signs are not pathognomonic of thyroid disorders and may be seen in other non-thyroid diseases such as anxiety disorder and heart disease. Therefore, the incorrect diagnosis may miss the actual diagnosis, leading to the worsening of the patient's condition. However, the error was discovered within three days in this case, and there was no report of significant acute deterioration in the patient's condition. Therefore, no significant disease progression is anticipated. Likewise, methimazole is a well-tolerated medication that can occasionally cause side effects such as nausea, vomiting, and rash, which are often mild and transient. Hepatoxicity may also occur but is also usually transient and asymptomatic, though prolonged cholestatic or mixed-type liver injury may occur, which are reversible once the medication is stopped. More severe adverse events such as agranulocytosis are rare. Therefore, based on no report of any acute patient adverse events, the duration of medication, and the safety profile of the prescribed medication, no serious acute or chronic patient injury is anticipated. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).